Manufacturer narrative:
Correction b5: medtronic received information that during use of a custom tubing pack, it was reported that when the circulation ext ra-corporelle (cec/extracorporeal circulation) started, air was present all along the sampling ramp: white plugs of the taps of the sampling ramp on the rigid tank were pierced, resulting in a constant passage of air into the tank. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that when the ect is started up, air was present all along the sampling manifold, resulting in a constant flow of air into the circuit. It was reported that the caps were probably not the right ones. The customer stated there was no problem on the tubing set and no problem with the oxygenator. Correction d3: manufacturer name and address updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that when the cec started, air is present all along the sampling ramp: white plugs of the taps of the sampling ramp on the rigid tank are pierced, resulting in a constant passage of air into the tank. The use of the device is unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that when the ect is started up, air is present all along the sampling manifold, resulting in a constant flow of air into the circuit. The caps are probably not the right ones. The customer stated there was no problem on the tubing set and no problem with the oxygenator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.